Event description:
It was reported by service report that the nurse call was not functioning. Customer reported no pt involvement or adverse consequences reported.

Manufacturer narrative:
Bent cable pins.